Event description:
A customer contacted baxter (B)(4) regarding a minicap transfer set that had a broken tube found after the home patient (hp) took a bath. The transfer set had been in use for two months. There was patient involvement, but no patient injury or medical intervention was reported with this event.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with leaking from cut in tubing noted. A clamp function test was performed with no issues noted. Clear-passage testing was performed with no issues noted. A batch review could not be performed because the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.